Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - the patient was in for a routine follow-up where it was noted the rv lead showed low sensing and no capture. The iegm recordings showed inappropriate shocks. An x-ray showed the device hadn't moved.